Manufacturer narrative:
This is a duplicate and has already been reported under MFR report number: 0002031049-2024-00050.

Event description:
It was reported that the fossa components were removed.

Event description:
It was reported that the fossa components were removed.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.